Manufacturer narrative:
Additional clarifying information is being provided. The original report of balloon detachment was received from the supplies division of the hospital. The sales rep contacted the doctor afterward and it was confirmed that the balloon ruptured during use but it did not detach; no parts remained inside the patient's body. The sales rep was able to look at the device and confirm that the balloon remained on the catheter body. The rep noted that there appeared to be a slit on the balloon latex which must have been caused by the rupture and there seemed to be no missing latex. This complaint was originally considered reportable as the balloon was reported as detached inside the patient. Based on the new information, the complaint has been determined to be not reportable. The catheter was discarded at the hospital. Without the return of the product, the customer report could not be confirmed. Although the cause of the event could not be conclusively determined, characteristics of the vasculature (artificial vessel) may have contributed to the event reported. No actions will be taken at this time.

Event description:
It was reported that "the balloon was detached during use and remained inside the patient. The whole balloon was missing and could not be removed from the patient's body. The catheter was used for artificial blood vessel. No patient complications were reported. The customer commented that they were convinced that "this event could happen since the device was used for artificial blood vessel".

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. A device history record review was completed and documented that device met all specifications upon distribution.